Manufacturer narrative:
The reported problem icy catheter (lot #166377) leak was suspected was confirmed based on visual inspection. The probable root cause for the reported complaint could be due to a latent defect at the bond. However, user mishandling cannot be ruled out, as indicated by the kinked shaft observed at middle of medial balloon. Visual inspection of the returned icy catheter was performed. All balloons were damaged as received. Noticed a large amount of blood residues inside the catheter balloons and in all luered tubings. Visually found that the bonding from distal end of proximal balloon and from proximal end of medial balloon to the shaft was delaminated. And all balloons were deformed and wrinkled. Noticed that all the balloons were attached to the catheter, there was no missing piece of the balloon. Kinked shaft was observed at middle of medial balloon during functional testing, all infusion ports and extension tubes were flushed without resistance except for the in/out luer. The in/out luered ports are unable to flush due to blood clogged and due to the damage of balloons. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 166377.

Event description:
During ivtm therapy, the customer noticed blood tinged in the saline bag and the saline fluid was lower than normal. Icy catheter (lot #166377) leak was suspected. Catheter dwell time was 9 hours. The catheter insertion was smooth into the patient's left femoral vein by a experienced physician. Event happened during cooling phase of treatment. Therapy was discontinued as the physician wanted the patient to be warmer. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the customer noticed blood tinged in the saline bag and the saline fluid was lower than normal. Icy catheter (lot #unknown) leak was suspected. Catheter dwell time was 9 hours. The cathter insertion was smooth into the patient's left femoral vein by a experienced physician. Event happened during cooling phase of treatment. Therapy was discontinued as the physician wanted the patient to be warmer. Patient's status information was requested but the customer did not provide a response.